Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately low compared to another meter. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue began on (B)(6) 2011 at an unknown time in the evening. The patient reported a blood glucose value of "285mg/dl" on the subject meter. Prior to testing, at an unspecified time, the patient claimed she was experiencing symptoms of "weakness and a dry mouth" and therefore, tested her blood glucose. The patient informed the cca that she manages her diabetes with insulin and is a self adjuster (unknown type/dose) and reportedly took her usual dose of insulin in response to the alleged issue. At an unknown time that same evening, the patient reportedly went to the ER where her blood glucose was tested using a hospital meter (unknown type) and reported a value of "466 mg/dl." The patient could not recall the time that the test was performed but stated that more than 30 minutes had elapsed since the test was performed with the subject meter and was treated at the hospital with an unknown amount of insulin. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate lower reading on the subject meter, and may not have administered the required amount of insulin based on the alleged result, and as a result, reportedly required treatment by an hcp after the alleged meter issue began.